Event description:
It was reported post right coronary artery (rca) stent placement procedure an angio-seal was used to seal the puncture site. Sixteen hours later in the cardiac care unit (ccu), bleeding occurred at the puncture site requiring blood transfusion of 2 units. The pt recovered.

Manufacturer narrative:
No components were returned for analysis and review of the device history review was not possible, since the lot number was unavailable. Based on the information provided to st. Jude medical, the cause for the bleed could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.